Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 323mg/dl. Troubleshooting was performed. Reviewed the programming and found that the customer was wearing expired infusion sets/reservoirs and wears them longer than recommended use. Ran a fixed prime test and passed. A tubing clamp was not available to perform the high pressure test. The customer's most recent glucose reading was 323 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.